Event description:
It was reported that the gastrointestinal videoscope had a noisy screen. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing and the complaint investigation. Updated fields: d8, h2, h3, h6 the device was returned to olympus for inspection and the allegation was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.